Event description:
Reporter indicated that the pt developed an infection following generator replacement surgery and was subsequently placed on antibiotics. It was reported that the antibiotics were not effective in controlling the infection and that a different antibiotic was prescribed. Surgeon indicated that the pt was going to be taken to exploratory surgery to determine whether the pt had an infection or an allergic reaction to the vicryl sutures used to close the incision site. Surgeon indicated that if the pt had an infection in the generator pocket, the generator would be explanted. The pt underwent exploratory surgery at which time surgeon indicated that there was no infection present and that the pt had experienced an allergic reaction to the vicryl sutures used to close the incision site. Further follow-up revealed that the pt's incision has completely healed and the pt is doing very well. Review of mfg records for both the pulse generator and the bipolar lead confirmed sterilization of devices. Investigation to date has been unable to confirm the apparent allergic reaction.